Event description:
Information was received that when filling up medical fluid (floran) into the product, the customer noticed the fluid was leaking from the medication bag. No patient injury resulted.

Manufacturer narrative:
H3: one cadd cassette reservoir from p/n 21-7302-24, l/n 3894451 was received in used condition without its original packaging inside in a plastic bag. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. The cassette sample had a medication information label. A syringe was used to infuse water into the assembly (ay) bag. A leak was detected in the ay bag, specifically located in top corner near pump tube connection. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The most probable cause is, that during leak test operation cassettes that failed (leak test), were not properly segregated.